Event description:
It was reported that the patient was having a revision surgery to add a second lead to the system. If the second lead could be placed the entire system was to be exchanged with a new system. The first lead had ¿bad¿ impedances and several electrodes were greater than 10,000 with ¿erratic¿ stimulation at times during the surgery. It was noted the high impedance was seen on ¿various electrodes at different times.¿ the stimulation was very mild at 10.5v and then suddenly stimulation was very strong. It was noted that it was ¿very erratic.¿ stimulation was decreased to 5.6v. The external neurostimulator (ens), the clinician programmer and the trialing cable were all replaced as part of the troubleshooting. The lead was then replaced. It was noted that two new leads and implantable neurostimulator (ins) were implanted. The patient had an all new system. It was noted that a lead that was planned to be replaced as part of the procedure was found to be ¿severed¿ from the ins during the revision surgery. It was noted that pre-operative impedances were in the low 200s to 300s. The lead was being exchanged for a different lead when it was found to be severed and it would have been removed regardless of the issue. Actions required as a result of the event was replacement. The issue was resolved. The cause of the issue was undetermined. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), product type lead; product ID 355531, lot# n388546, product type screening device; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), product type lead; product ID 355531, lot# n388546, product type screening device; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3550-29, lot# unknown, product type accessory; product ID 97791, lot# unknown, product type accessory; product ID neu_stylet_acc, lot# unknown, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the lead (B)(4) found that the lead body was cut through and the product segmented. Analysis of the lead (B)(4) found that there was no anomaly.

Manufacturer narrative:
Analysis of the implantable neurostimulator with serial number (B)(4) found no anomalies of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a device for non-malignant pain. It was reported that the first implantable neurostimulator went bad and they had to put another one in. They were going to redo the wiring because of the connection of the wire. One of them came loose and they replaced it with the MRI lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.